Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.